Event description:
Hcp reported stimulator migrated across pt's abdomen and is now located 1/4" to 1/2" from intrathecal pump. The pump was explanted in 2003. The device was not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.